Event description:
It was reported that the unspecified bd syringe experienced missing label information. The following information was provided by the initial reporter: the syringes box does not have following details: cat number, sku, price, lot number, mfg date, expiray date.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the emerald syringe 3ml 23x1 an experienced missing label information. The following information was provided by the initial reporter: the syringes box does not have following details- 1.cat number. 2.sku. 3.price. 4.lot number. 5.mfg date. 6.expiray date. D1: medical device brand name: emerald syringe 3ml 23x1 an. D4: catalog # 307753. D4: medical device lot #: 2176912. D4: medical device expiration date: 31-aug-2026. D4: UDI #: (B)(4). G.5. PMA / 510(k)#: na. H4: device manufacture date: 25-jun-2022. D10: device available for eval yes, d10: returned to manufacturer on: 12-oct-2022. H6: investigation summary: samples and photo were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples from lot number 2176912 product number 307753. The samples and photographs were used along with the retention samples of lot number 2176912 product number 307753 to investigate the complaint received. Based on the samples received the defect is confirmed. During investigation it was found that there was traceability information and label on all the 100-unit packs inside the shelf pack, the label on the outside box was missing. Upon simulation of the defect on the printing machine it was found that if the speed of the machine was accelerated the machine would pull out double shelf box for printing which would mask the below shelf box from getting printed. The root cause of the missing print on the shelf box is the speed of the printing machine.

Event description:
It was reported that the emerald syringe 3ml 23x1 an experienced missing label information. The following information was provided by the initial reporter: the syringes box does not have following details- 1.cat number. 2.sku. 3.price. 4.lot number. 5.mfg date. 6.expiray date.

Manufacturer narrative:
No photograph, no sample or lot number was received or available for investigation. The exact root cause could not be confirmed due to unavailability of any information regarding lot number, material number and manufacturing or expiry date or samples. The defect is unconfirmed, and the complaint is inconclusive. Complaints received for this device and reported condition will continue to be tracked and trended. If lot number and sample are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the unspecified bd syringe experienced missing label information. The following information was provided by the initial reporter: the syringes box does not have following details: cat number, sku , price , lot number, mfg date, expiray date.